Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. No rewind anomaly was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that rewind of the customer's insulin pump was not possible, with no improper handling of the device having occurred. The insulin pump is being replaced. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.